Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information, but the device was not returned for analysis. Because the device was not returned, no root cause could be determined. From the incident information, the issue appears to be related to circumstances during the procedure and not a quality related issue with the guide wire. The guide wire was described as being moved against resistance contrary to the IFU. Moving the guide wire against resistance can damage the guide wire as described in the case details. The reported incident circumstances will be monitored.

Event description:
Reporting status: serious injury- permanent damage. Reporting rationale: separated guide wire remains in pt's anatomy. Device issue: guide wire separation. It was reported that the case involved a lesion in the proximal superior femoral artery (sfa) and in the popliteal. A guide wire was used and the sfa was treated first with angioplasty. Then, a bmw was crossed through the popliteal and the lesion was treated with a foxhollow directional coronary atherectomy (dca) device. Upon removal of the foxhollow, resistance was met with the guide wire and then the guide wire separated. Approx 1 cm of the guide wire remains in the pt and there was no medical intervention attempted. Reportedly, the pt is doing well. The distal portion of the guide wire is being retained by the hospital. No additional event or pt information is available.